Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the upper liquid crystal display (lcd) and backlight inverter. The unit then passed extended self-testing.

Event description:
It was reported that a ventilator had a blank screen. There was no report of patient involvement.